Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: 2009; inratio: 1.4, 1.4, 1.3. Caller alleged discrepant results compared with the lab. Results as follows: date: 2009; inratio: 2.0, 1.6; lab: 2.2, 2.2.

Manufacturer narrative:
Per description, time of testing between inratio and ref is not indicated. Three hours is considered a reasonable length of time between two readings in order for a comparison to be valid. Inratio precision data provided by end-user: 1st inr: 1.4, 2nd inr: 1.4, 3rd inr: 1.3, mean: 1.37, sd: 0.06, %cv: 4.22. Since 4.22 % cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 2.0, ref: 2.2, mean: 2.10, confidence limits: 1.3-2.7; 1.6, 2.2, 1.90, 1.3-2.7. Mean calculation from comparison test data provided by end-user revealed both inratio and lab values are within the confidence limits for in testing. Product deficiency was not established. Pt's condition may have affected inratio test results. It was revealed that the pt's doctor increased dosage each time after receiving readings of 1.4, 1.4, and 1.3 respectively. Meter and strips were not expected to be returned. Further testing is not required at this time. Trending and tracking will be performed in review of strip lot #220392. (Total number for discrepant complaints, including this event is two.) No corrective action required at this time as no product deficiency was established.